Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a dislodged grip cable at the proximal end in the housing. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon went to take control of the instrument, however, was unable to manipulate the instrument and noticed that the control wires became really loose rendering the instrument unusable after the instrument was placed through the port for use by clipping the cystic duct. Instrument was replaced with another of the same, and the unusable instrument was passed off the field. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred prior to clip application. Clip was on the instrument inside the patient. Doctor took control of the instrument and, when he went to move in, realized that the cables we very loose on each side, and he could not maneuver the end of the instrument to get in to position. Pulled instrument out of the patient, and replaced it with another instrument. The end of the applier could not be maneuvered at all. Could not control the movement of the instrument. Issue with the subject clip applier occurred on the first attempt. A backup clip applier was used to resolve the issue. Instrument was sent back to isi for analysis. No photos or videos are available for review. Per customer, patient demographics are not available and nothing to do with what happened.